Manufacturer narrative:
Additional information received on 16-nov-2022 via email and attached to complaint object: there was no patient harm involved with this device. The issue is ongoing and noticed prior to use most recently. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented constant primary audible alarms. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found crack on keypad support lens and right plunger case. There was no evidence of the error found in the event history log (unable to download). The customer reported problem was verified/duplicated at power up. The investigation found that the speaker was not working as intended which was found to be the cause of the reported problem. As corrective action, the speaker was replaced and preventative maintenance conducted along with all functional testing. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.